Event description:
It was reported that lead was capped and replaced due to increased capture threshold and high, out of range, pacing lead impedance. Patient was asymptomatic and was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.